Event description:
The lay user/pt contacted lfs alleging a battery indicator on the one touch ultra 2 meter. A medical affairs specialist (mas) sent f/u questions and obtained the following info: in early 2009, the pt attempted to test on her meter and the meter for the first time showed a battery indicator. The pt claims she replaced the battery twice after the meter initially showed the battery indicator symbol due to intermittent battery symbol on the meter. The pt also claims she had to use a lot of test strips for the meter to give her a reading. The pt did not give any further info about this particular issue. At 2:30 pm, three days later, the pt ate lunch and at 4:32 pm the pt tested herself and reportedly obtained a 160 mg/dl. At 5:12 pm, she tested herself and obtained a 157 mg/dl and at 6:10 pm she obtained a 21 mg/dl. Since she did not exhibit any symptoms, she retested herself at 6:18 pm and she obtained a 93 mg/dl; however around 7 pm, she reportedly felt sweaty and was shivering. She ate sugar and felt better. The pt did not seek any further medical treatment. The pt claims she continued to take her diabetes regimen on a regular basis. The pt could not verify what her readings were after the self treatment since she returned her meter back to lfs. The pt denied any meter trauma. The meter is not a new prod (out of box). The meter and test strips were replaced. The complaint is being reported since the pt allegedly obtained erratic readings which were not consistent with her symptoms and suffered symptoms suggestive of hypoglycemia and self-treated.

Manufacturer narrative:
Lifescan has requested the return of the subject product (s) for eval. If the product (s) are returned, lfs will evaluate it/them and inform FDA of product (s) that do not pass inspection in a supplemental report.